Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure while slitting the delivery catheter, the slitter got caught on a "metal ring" approximately two inches from the distal tip of the catheter. The catheter was removed. No patient complications have been reported as a result of this event.